Event description:
It was reported that tandem mobi pump battery would not charge despite using charging pad, cable, and wall adapter with confirmed working outlet. There was no adverse impact to the customer¿s blood glucose level, as customer continued using prior pump for insulin delivery. Customer was instructed to keep wall adapter plugged into working outlet for extended period, then was sent replacement charging supplies by technical support, which successfully charged pump, and case was closed.